Manufacturer narrative:
The initial failure description was that the rotaflow displays the error message "b temp error". The failure was discovered during preventative maintenance. No patient has been involved when the failure occurred. A getinge service technician was on site for preventative maintenance on (B)(6) 2021. The technician repaired the affected rotaflow serial#(B)(4). By replacing the batterypack ni-cd 24v 132wh (material#701017188). After the replacement the device is working as intended. An investigation of a rotaflow system that exhibited a similar issue "b temp error" was performed in getinge life cycle engineering on (B)(6) 2019. The most probable root cause could be determined as a displayed contact due to incorrect assembly of the connector in the battery pack. Based on these investigation results the reported failure could be confirmed. The review of the non-conformities has been performed on (B)(6) 2021-11-30 for the period of (B)(6) 2019. It does not show any non-conformity in regard to the reported product and failure. There is no indication on manufacturing issues occurred during this time, thus production related influences are unlikely. The product in question was produced in 2019-11-01. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Event description:
It was reported that during preventative maintenance the technician notices the error message ¿b temp error¿ on the rotaflow. No harm to any person has been reported. Complaint ID: (B)(4).